Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received a lower scan result than a reading from another adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). No symptoms were reported, and because of the low readings, the caregiver gave the customer fruit and food. After the blood glucose test, the customer was in hyperglycemia and was administered 6 iu of rapid insulin by the caregiver for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 59 mg/ dl was compared to an adc device reading of 298 mg/ dl, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The sensor has been worn for 7 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received a lower scan result than a reading from another adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). No symptoms were reported, and because of the low readings, the caregiver gave the customer fruit and food. After the blood glucose test, the customer was in hyperglycemia and was administered 6 iu of rapid insulin by the caregiver for treatment. There was no report of death or permanent impairment associated with this event. A sensor result of 59 mg/ dl was compared to an adc device reading of 298 mg/ dl, and the results, when plotted on a parkes grid, fell into the c zone, showing the difference in values to be clinically significant. The sensor meter has been worn for 7 days. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly and observed acceptable carbon print. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.